Event description:
Received raindrop corneal implant during lasik surgery in (B)(6) 2017. Prior to cataract surgery, my eye surgeon thought it best to remove the raindrop because of scarring. (B)(6) 2024, the inlay was removed. Haze from scarring remains bad after 6 months. MFR: revision optics, inc.